Event description:
An implant card was received indicating that the patient's device had high impedance. The patient had full revision surgery due to the high impedance. The generator and lead were discarded by the hospital. Therefore, no analysis could be performed.